Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, e3, g1, h6, and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-nov-2022 to 22-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system fridge failed multiple times. The technical support specialist worked with the customer to resolve the fridge issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a multiple pyxis fridge failure, all displaying the same error message: "device not detected on bus", preventing user to remove medication. The customer stated that there is an unfortunate delay in patient care, forcing nursing staff to use an alternative medstation until recovery is achieved. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Section h6 update: codes for investigation findings and conclusions updated to reflect the resolution of the complaint investigation. Section h11 update : upon investigation of the actual device used in this incident, it was determined that the station had a fridge failures. A technical support specialist worked with customer on fridge to resolve the issue. The system functioned as intended after troubleshooting the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medstation es system had a multiple pyxis fridge failure, all displaying the same error message: "device not detected on bus", preventing user to remove medication. The customer stated that there is an unfortunate delay in patient care, forcing nursing staff to use an alternative medstation until recovery is achieved. There were no adverse events or injuries reported based on this incident.